Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Patient was admitted to our hospital due to a cerebral hemorrhage. On (B)(6) 2026, following the physician¿s orders, a nurse administered intravenous fluid therapy using a closed-system intravenous catheter for symptomatic treatment. After performing standard disinfection procedures, the nurse attempted to insert the catheter but discovered that half of the needle had separated from the side of the tubing, resulting in a failed insertion and causing the patient additional pain. The nurse patiently explained the situation and reassured the patient, who subsequently expressed understanding. The nurse then replaced the closed-system intravenous catheter, reinserted it, completed the infusion, and reported the incident to the medical equipment department.